Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/26/2025, a clindex notification was received regarding a patient enrolled in the shoulder arthroplasty registry who experienced a bone fracture in the target shoulder. According to the report, on (B)(6) 2025, the patient developed sharp shoulder pain during physical therapy after lifting weights. The pain progressively worsened, and the patient became unable to raise the arm without assistance. The discomfort was described as deep within the joint. A follow-up evaluation is scheduled for (B)(6) 2025. The event was indicated as possibly related to the univers revers apex implanted on (B)(6) 2025. Additional information received on 7/2/2025: during the initial surgery on (B)(6) 2025, an ar-9501-12s stem, an ar-9502f- 33cpc suturecup, an ar-9503-3336-6 humeral insert, two ar-9563-16 peripheral locking screws, two ar-9563-36 peripheral locking screws, an ar-9564-2436 glenosphere, an ar-9580-2420s baseplate, and an ar-9582-20 modular post were implanted. All the products remain in the patient. There is currently no indication of a planned revision surgery. The patient has not undergone physical therapy for the reported symptoms. Treatment decisions are pending the outcome of the upcoming follow-up visit.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data arthrex concluded that the most likely cause of the reported failure is a patient specific event. The complaint allegation is not confirmed.

Event description:
Additional information received on 8/5/2025: it was reported that the patient had a follow-up on (B)(6) 2025 and has since initiated therapy twice per week. Regarding pain quality, the patient describes it as aching and occasional. Pain severity is reported as mild.

Manufacturer narrative:
Additional information: b5, d6a, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.